Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this patient received thirty four inappropriate shocks in twenty four hours. This patient's system consisted of a boston scientific implantable cardioverter defibrillator (ICD) and a competitive defibrillation lead. The caller suspected a lead issue resulted in the inappropriate shocks. A revision procedure was performed and the device was replaced as remaining longevity was at two years. The lead remains actively implanted. Efforts to obtain additional event details were unsuccessful. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.